Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of contamination found under all key contacts.

Manufacturer narrative:
(B)(6). The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete the results will be provided in the supplemental report. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient's mother stated that there is an intermittent delay in activating desired pump functions after pressing keypad buttons. She reported no signs of damage to the keypad but notices that the lettering on the ok button is worn off on the keypad. The reporter states the pump does not get cleaned. There was no evidence of misuse of the product. There was no reported patient impact associated with this complaint.